Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in colombia it was reported that patient faced an event of soft cannula that was found crimped upon removal from infusion site. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.